Manufacturer narrative:
The account indicated the use of qualified associated products. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. Based on the information provided, the event does not appear to be related to the product. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company (2.25cyl), 21.0 diopter lens was replaced with a company (2.25cyl), 18.0 diopter lens. It was reported that the patient had prior myopic lasik surgery. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating as per surgeon opinion iol caused the patient harm poor quality of vision. The iol was exchanged from toric 22.0 diopter company lens to toric same model 18.0 diopter company lens 2 months 5 days following the initial implant procedure. Patient issues were resolved, and the surgeon prognosis was excellent.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision with activity of daily living. Clinical reason for explant mechanical complication of intraocular lens. The iol was exchanged for unspecified toric monofocal lens 2 months 5 days following the initial implant procedure. Additional information has been requested.